Event description:
An electrical reset (por) occurred during dft testing at implant attempt. The device was not implanted and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary prj619836s device - failure disappeared during analysis. The device exhibited an abnormal power on reset (por) during initial analysis. The device was also noted to be in an illegal vf detection state. The reported condition was unconfirmed by additional analysis. After being monitored for several days, no out of specification conditions were found.